Manufacturer narrative:
On (B)(6) 2017 the field service engineer (fse) arrived at the site to replace the washing system sv401 due to intermittent purge failures. The fse reported that although the errors were accompanied by noises from the wash drive motor; the drive was working okay. All tests ran without issue and the reported event was determined to be resolved. The probable cause of the event was sv401 mechanical fault/failure. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017 the customer contacted technical support (ts) to report "error 2017 winding noise error" upon start up and during a run with their aia-900. Ts instructed the customer to reboot, "all set home", and prime; however, this did not resolve the issue. A field service engineer (fse) was dispatched. The reported issue with their aia-360 instrument has the potential of delay of reporting patient results for bhcg and e2 which were purchased within 120 days prior to aware date. There is no indication of any patient intervention or adverse health consequences due to the potential delay of reporting patient results.